Manufacturer narrative:
Section b5: only one abutment should have been reported. The second abutment was reported under 2023141-1997-00417. Only one abutment was returned for this medwatch. No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was completed and found to be acceptable per release criteria.

Event description:
Dr reported that an abutment broke in function.